Event description:
Legal papers state the plaintiff was revised due to failure of the patellar component and laminar destruction of the polyethelyne.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. In addition, the product codes are obsolete items.